Event description:
It was reported that during a coronary stent procedure of a calcified lesion, crossing difficulties were encountered. The entire system was removed and the procedure was completed with another stent. No patient injuries or complications were reported.